Event description:
Caller states the pt tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.